Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer was shutting off by itself. No abnormalities were found. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned off by itself two times during a follow-up appointment. The programmer was returned for service. No patient complications have been reported as a result of this event.